Event description:
It was reported that after a supply change the user¿s ilet pump continued beeping and was not delivering insulin, displaying an alert that was resolved by disconnecting, selecting insulin cartridge steps, completing the on-screen prompts to insert the infusion set, and reconnecting. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to the tubing/infusion path. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.